Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Unable to speak with the reporter/layperson (patient's wife), this senior medical affairs specialist reviewed the information the reporter had given to a customer care advocate (cca) in early 2009. The reported alleged that the patient's one touch ultra meter results were inaccurately elevated. The cca replaced the patient's meter, test strips, and control solution. Results are in mg/dl, the correct unit of measure. The reporter stated that she gave the patient 16 units humalog quick pen at 8:30 a.m the same day, based upon the meter's result of "251". After the insulin, the patient ate breakfast. Around 10:30 am the patient reportedly became weak and gray and began sweating profusely with palpitations. A test on his meter during the symptoms was "151" while the result using another fingerstick and a nonlifescan meter was "47". The reporter did not indicate whether she treated the patient's symptoms. Although the reporter inferred a similar event occurred the day prior, no details were provided. Two control solution tests for the cca were 169 and 174, outside the range of 92-123. Using another unopened vial, same lot, the result was 108, in range. The complaint is reported due to the allegation that extra insulin was given based upon the meter's inaccurately elevated blood glucose, that allegedly resulted in symptoms that meets the criteria of a serious injury.